Event description:
Synthes (B)(4) reported that the hospital complained that a screw from the modular hand system went directly through the hole of a plate from the modular hand system. The synthes (B)(4) consultant was not present during the case and was not able to retrieve the products. Both the plate and screw were discarded by the hospital and the surgeon used another plate and screw to complete the surgery without harm to the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4). This report is for an unknown screw part number and lot number for the modular hand system